Manufacturer narrative:
Based on the current information provided, the cause of the reported bleeding and subsequent complications is reported to be related to patient conditions/medical history, however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. This complaint is being reported due to the following conclusion: during a da vinci assisted procedure, bleeding from the right side of the uterine body was observed ¿around the inflow part of the right uterine artery.¿ the tumor was reportedly large and measured 10cm in length, 8cm in width, and 8cm in depth per an MRI. According to the initial reporter, the tumor was difficult to handle with a forceps instrument and bleeding could not be controlled. The blood loss was unknown. However, no blood transfusions were administered since the blood loss was a ¿small amount.¿ the procedure was converted to open surgery. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, bleeding from the right side of the uterine body was observed ¿around the inflow part of the right uterine artery.¿ the tumor was reportedly large and measured 10cm in length, 8cm in width, and 8cm in depth per an MRI. According to the initial reporter, the tumor was difficult to handle with a forceps instrument and bleeding could not be controlled. The blood loss was unknown. However, no blood transfusions were administered since the blood loss was a ¿small amount.¿ the surgical procedure was converted to open surgery and the removed uterus weighed 670g. Per the physician¿s judgement, the da vinci equipment was unrelated to the event. It was also noted that the surgeon/site does not believe an intuitive surgical, inc. (Isi) product caused or contributed to the intra-operative complication.